Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals were not intact. The pump was in poor condition, the top case was cracked by handle. The left and right plunger cases were damaged. Functional testing was conducted. Issue was identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear due to device age. The following actions were taken: replaced and updated motor assembly. Additional repairs included: replaced clutch halfs left and right with leadscrew and spring as a preventative measure. Installed cable guard. Replaced damaged left and right plunger cases. Device functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.